Event description:
Pt was issued 24 hr holter monitor. Pt reported skin sensitivity and when electrodes were applied, pt reported irritation. Pt informed to remove if discomfort continued. After 24 hrs, electrodes removed aand first and second degree burns were identified. Pt was sent to family physician for further treatment.